Event description:
It was reported that during a hip arthroscopy procedure using an ambient super multivac 50 ifs wand, the wand gave an error message upon activation. The procedure was ultimately completed using a competitive device. There were no significant delays or patient complications reported as a result of this event.